Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 2/25: customer reports female pt undergoing a breast MRI. Injector has been loaded and a protocol set for, drip mode for 25 minutes, 3ml/sec for 20 ml volume on side a and b for contrast and saline, respectively. When the technologist was ready to end the drip mode and perform the injection, they hit the button to end the drip mode, there was a momentary pause and then the injector started injecting without her command to do so. Pt is fine and procedure was completed without further incident.